Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No medical intervention was reported. The patient&#38112;condition before, during, and post event was stable.